Event description:
The consumer reported the patient was unable to charge the battery. The battery was empty and therapy had turned off. The patient had been in a lot of pain. Prior to this happening the patient would only be able to charge their stimulator up to 50% and then one day they were not able to charge at all. It had been over a month since the last successful recharge. The patient did not have an appointment with their physician but they were going to get one scheduled sometime soon.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Further information received from the manufacturer representative reported that the device was explanted as the physician wanted the device recycled and the patient had severe dementia and was not capable of charging. The patient had recovered without sequela.

Manufacturer narrative:
Analysis of the ipg (lot/serial # (B)(4)) found that the stim ins battery reduced capacity due to overdischarge. Product analysis #(B)(4): the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 111. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 4 minutes and the battery charge level remained at 3.650v. The battery discharged to the lock mode on (B)(6) 2015. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge started automatically during a physician mode recharge. The recharger had full coupling and the ins recharged for 7 hours and 3 minutes to an end voltage of 4.060v.

Event description:
Additional information received from a manufacturer's representative (rep) reported that the patient had previously reported the last charge was in february 2016, but the rep pulled the recharging statistics from the implantable neurostimulator recharger (insr) and found the following dates associated with the patient's charging: rr-t 0 : 11-05-15 rr-t 5 : 11-05-15 the rep noted he had tried an antenna locate feature before speaking with technical services. The rep had already done two physician mode recharge (pmr) sessions with no success. The rep reported four days later that they were not able to wake the battery after three 60 minute attempts. The patient was advised to see a neurosurgeon for implantable neurostimulator (ins) revision. However, it was noted the patient may not be a candidate for ins revision due to health reasons. No additional intervention was planned and no additional information was available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.